Event description:
It was reported that the patient had an advance xp sling implanted on an unknown date. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted